Event description:
It was reported to olympus that during preparation for use, the 4k autoclavable camera head did not display an image when the camera was plugged in. There was no harm or user injury reported due to the event.

Manufacturer narrative:
The device was returned for evaluation the evaluation found no image displayed when the camera was plugged in due to faulty cable unit. The faulty parts were replaced. The device was inspected and passed olympus functional standard. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented accordingly.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 1 year since the subject device was manufactured. Based on the results of the investigation, it is likely that the images were lost due to the cable unit failure. A definitive root cause cannot be identified. Olympus will continue to monitor the field performance of this device.